Event description:
Information received by medtronic stated that the customer experienced a hypoglycemia. Customer blood glucose level was 82 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Customer low blood glucose level was treated with food. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Unit was successfully downloaded using thus and carelink. No unexpected alarms/alert/anomalies noted during testing. Unable to verify low bg's. Pump was cut open to perform visual inspection and found moisture damage on the motor assembly. P-cap was attached and locked into place properly. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Unable to verify low bg's. Exposure to moisture was confirmed at the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.